Event description:
It was reported that a patient underwent a minimally invasive tlif using rhbmp-2/acs at l5-s1 due to neural foraminal stenosis with back pain. On pod 1, the patient developed severe right lower extremity pain.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.